Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when a non-dependent patient presented for regular follow-up in clinic, exit block and low sensing was observed. The patient did not experience any problem due to the issue. Lead was explanted and replaced. Patient's condition was good before and after the procedure.